Manufacturer narrative:
Date of event is estimated. Date of implant is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of the left lead. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the left dbs extension was explanted and replaced. Post-operatively, stimulation therapy was restored and all impedance values were within normal limits.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of lead revealed a fracture with all internal wires broken on lead extension body. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.